Event description:
It was reported that the "c-arm turned upside down." A reboot did not correct the issue. No injury reported. A field engineer was dispatched to the site and it was determined that the switch was sticking and the rear rotation switch was adjusted. Once this was completed the system was working as intended.